Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
(B)(4). When the device was returned to the manufacturer, a reportable malfunction was recognized for the first time; therefore, the date received by the manufacturer was considered the date the device returned. The returned guide wire was unraveled at the mid solder (fixes the coil wire onto the core wire) set at 15mm from the wire tip. The unraveled coil wire was gathered distally and the core wire underneath was exposed. The distal solder was found damaged due to unraveling of the coil wire and gathered proximally; the ball tip was separated from the distal solder. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation outcome, it was presumed that torsion generated with wire manipulation was accumulated locally on the soldered segments while the wire tip was being trapped in the lesion. When the accumulated torsion exceeded the product's design limit, it made the coil wire to become loose and eventually broken apart from the soldered segments. It was concluded that this event was not attributed to product quality. Although there were no adverse patient effects, damage observed on the guide wire was too severe to complexly exclude potentiality that some fragment(s) could be left in the anatomy. Instructions for use (IFU) states: [warnings]: when torquing the guidewire inside the blood vessel, do not torque continuously in the same direction. This may cause the guidewire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guidewire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 degrees) in the same direction; and, [malfunction and adverse effects]: breakage of the guide wire.

Event description:
It was reported that the tip of an asahi guide wire was damaged during a ppi to treat a severely calcified stenosis in the tortuous sfa. A new guide wire was replaced to resume the procedure. The blood flow was successfully reestablished by poba. There were no adverse patient effects. The patient was fine without problem after the ppi.